Manufacturer narrative:
UDI: (B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) reported that he had encountered some alarms while performing the pd treatment and as a result he was not able to complete treatment using the cycler. The patient stopped the treatment and while removing the cassette he noticed some moisture inside the cycler cassette compartment area. Upon follow up it was determined that the patient had not experienced any adverse events as a result of this incident. However, the patient was advised to contact his clinic and inform his pd nurse of what happened. The cassette in question had already been discarded and the patient stated that he had used continuous ambulatory peritoneal dialysis (capd) to complete the rest of the treatment.